Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
(B)(6) stated the device did not collect adequate samples and caused temporary patient bleed that was resolved. A co-ax was used in the case.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product, and it was found that the pincer was flattened, inhibiting it from properly obtaining a sample. The complaint is confirmed. There are stringent computer and photographic inspections that ensure the pincer is not deformed during the manufacturing process and has the proper radius. When the device is cocked, the pincer comes out of its window and becomes exposed to the tissues and structures present during the operation. Without the use of a proper sized coaxial needle, such as the inner diameter being too small, the pincer can be pushed flat. It is also possible that the needle set was inserted into tissue that was too hard for the sensitive pincer, pushing it flat. Additionally, the exact conditions of the biopsy performed in the user environment is not known. If the device is fired into either very fatty or some sort of calcified tissue, then it is possible for the needle set components to bend out of shape and the pincer to have a failure when collecting a sample and resulting in an incomplete or no sample defect. Since the most likely cause for the damaged needles is related to an event within the user's environment and not a manufacturing issue, no corrective action can be implemented at this time.

Event description:
(B)(6) stated the device did not collect adequate samples and caused temporary patient bleed that was resolved. A co-ax was used in the case.